Event description:
It was reported an angio-seal device was used to seal a femoral arteriotomy following a cardiac catheterization in 2004. The pt developed symptoms of vascular insufficiency (decreased blood flow). A femoral angiogram revealed an occluded artery at the level of the knee. The pt underwent surgery. The angio-seal device with suture attached was removed; the pt's family member has this in their possession. The pt was hospitalized in intensive care for five days, has required additional tests, and has been on coumadin. Attempts to obtain additional info have been unsuccessful.